Event description:
Customer reported a broken screen on the pump, rendering it unreadable and unresponsive. There was no reported impact on the customer's blood glucose level. A replacement pump provided.